Event description:
It was reported during initial education, the pca module repeatedly displayed "syringe not recognized". The same syringe was recognized successfully when used with the bd syringe pump module. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had syringe not recognized was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during initial education, the pca module repeatedly displayed "syringe not recognized". The same syringe was recognized successfully when used with the bd syringe pump module. There was no patient involvement.